Event description:
Customer reported via phone, she was experiencing high blood glucose of 400 mg/dl on sunday. She treated with a manual injection and blood glucose lowered to 80 mg/dl. Customer stated later she checked her blood glucose again and it was still at 80 mg/dl. Customer checks blood glucose level ten times a day. Customer stated high was due to the insulin pump. Customer stated, she went to her doctor and he suggested for her to try different infusion sets. Customer declined troubleshooting as she didn't have supplies with her. Customer was advised to call when high occurs to do proper troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.